Event description:
It was reported that this bio-anchor implant broke during use in an arthroscopic shoulder procedure. The implant was retrieved and the procedure was completed with another bio-anchor implant.

Manufacturer narrative:
During a shoulder arthroscopy slap procedure, a total of three bio-anchor implants broke. It was reported by the user that the first implant broke because the drill guide was not in proper alignment. The surgery was delayed about 15 minutes and it was successfully completed with a total of 2 bio-anchor implants. The info for use (IFU) cautions the user of the following: the risk of bio-anchor breakage during implantation is reduced by following the specified procedures listed below: proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments is important during implantation of the bio-anchor to minimize possible breakage of the anchor. Breakage of the bio-anchor is possible if: a. The pilot hole is not drilled to an adequate depth. B. Improper alignment of anchor to pilot hole. C. Loose or non-secure anchor on driver. D. It is not used with the c6151 drill guide. E. The anchor inserter is used for prying. F. A twisting motion is applied during use. Investigation findings: an investigation could not be performed as the implants were disposed of at the facility.